Event description:
It was reported that a malfunction code appeared on the customer¿s device. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the issue did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code appears again, which was acknowledged and understood by the customer.